Event description:
A healthcare facility in (B)(6) reported via fisher and paykel healthcare's regional office in (B)(4) that either the inlet or outlet port of an rd900afu neopuff infant resuscitator had broken. The alleged malfunction was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The subject rd900afu neopuff infant resuscitator is en route to fisher and paykel healthcare, (B)(4) for inspection. We will submit a follow-up report following receipt of the device and completion of our investigation into the alleged fault as reported.